Manufacturer narrative:
The device is not available for analysis. Therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient had been administered a local anesthesia in preparation for the retrograde intrarenal surgery (rirs). During the procedure, the fiber, to be used for the procedure, was found to be broken inside the sealed package before use. The procedure was cancelled due to this event with no patient complications. This event is being reported for aborted/cancelled procedure with a patient under local anesthesia.

Event description:
It was reported that the patient had been administered a local anesthesia in preparation for the retrograde intrarenal surgery (rirs). During the procedure, the fiber broke. The procedure was cancelled due to this event with no patient complications. This event is being reported for aborted/cancelled procedure with a patient under local anesthesia.

Event description:
It was reported that the patient had been administered a local anesthesia in preparation for the retrograde intrarenal surgery (rirs). During the procedure, the fiber, to be used for the procedure, was found to be broken inside the sealed package before use. The procedure was cancelled due to this event with no patient complications. This event is being reported for aborted/cancelled procedure with a patient under local anesthesia.